Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a sv sw1 5fx100cm .038 nb. Angiographic catheter. During a procedure, the catheter kinked near the end and cracked. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
This report is being submitted in order to close out the complaint record. Reference (B)(4).

Event description:
Attempts to obtain additional information have received no response. There was no report that the tip detached inside the patient, therefore, this event has been reassessed as a not reportable adverse event. This report is being submitted in order to close out the complaint record.